Event description:
The patient was on he/o2 system and when it was time to change the tank, the he/o2 pressure hose was inadvertently attached to the outlet of the tank without pressure reduction. Thus, the 2200 psi from the tank was released directly into the blender rather than being reduced to 50 psi. This caused the flow meter to explode as it was the weakest part of the system. The damaged blenders were removed from service. At the time, there were no apparent injuries reported.======================health professional's impression======================lack of engineering/design controls to prevent improper assembly of blender hook up without pressure reducer and no cautionary labeling of blender and hoses to assist in assembly. Insufficient staff education on new heliox blender system. Device also lacks a of point of care quick reference for set-up that includes photo or diagram with instructions for use.